Manufacturer narrative:
UDI: (B)(4). This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The thv training manuals instruct the user to determine with CT if the planned access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion.  Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case the exact cause of the subclavian arteriotomy tear was unable to be determined, but may have been to due patient and/or procedural factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2021-00082.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26 mm sapien 3 valve in the aortic position via subclavian approach, as small tear at the arteriotomy was repaired with a stent. The certitude delivery system balloon burst at full deployment. The balloon and delivery system were completely recovered into the 18fr certitude sheath prior to full removal. There were no missing balloon pieces. Upon removal extravasation of contrast was observed in the right subclavian artery and a stent was deployed to treat the injury. The patient was in stable condition post procedure and discharged in stable condition. Per medical opinion, the patient had a small tear at the arteriotomy unrelated to the balloon burst or balloon retrieval which may have occurred on sheath insertion or dilation.